Event description:
It was reported that this right atrial (ra) lead was explanted as it presented a fracture at the level of the clavicle. This observation was confirmed via x-ray and device interrogation, as impedance measurements were not as expected. A new lead was implanted and no additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found a conductor fracture near the terminal end, consistent with the clavicle/first rib crush observation reported. Testing was completed to assess lead electrical performance and it was found the outer coil was electrically open, caused by the fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted as it presented a fracture at the level of the clavicle. This observation was confirmed via x-ray and device interrogation, as impedance measurements were not as expected. A new lead was implanted and no additional adverse patient effects were reported. The product was received for analysis.